Event description:
A customer reported experiencing a cartridge alarm 20 with their pump, which had also occurred with consecutive cartridges in the past. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer, advising them on how to manage their insulin delivery in the meantime and providing instructions on returning the malfunctioning pump. Reportedly, the customer reverted to an alternate method insulin therapy.